Event description:
It was reported via repair work order that the cot is unable to lock into position due to bent height adjustment racks. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.